Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, they loaded the hst iii system (3.8mm) into the delivery device according to the IFU, but the seal was caught in the loader, so loading did not work normally and only the delivery device handle came off occurs. The product just used went through the loading process normally, but the failure in loading was judged as a product defect, and the operation was completed successfully by using a new product. The seal was loaded normally without pressing the white plunger. When loading for the first time, it was confirmed that the loader's blue lock was normally squeezed and held, the seal was pushed normally with the blue lock being squeezed and held, and the seal was pulled after the push and release normally about 10 minutes delayed. There is no abnormality in the patient's condition. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 07/07/2023. An investigation was conducted on 07/18/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The aortic cutter was observed to be deployed with no visual defects observed. The delivery device was returned outside the loading device. The blue slide lock was observed to be on and the white plunger was not depressed. The seal and tension spring assembly were observed inside the window of the loading device. The seal was removed from the loading device with no difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.21 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem", was confirmed. The lot # 3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.